Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer stated that she needed help with her basal rate tonight. Customer had a no delivery alarm three times and had to take a shot of lantus. Customer changed everything and got it working now, but is still getting insulin for the lantus. Customer treated with the pump as well as a manual injection. Customer reported that the alarm was resolved by a complete infusion set change. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the issue. Customer called back because she wanted to keep using the pump. Customer's blood glucose level dropped to 494 mg/dl. No additional information provided.